Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in finland

Event description:
Pixel errors in the display were reported. No adverse event reported. A request was made for the return of the device.